Manufacturer narrative:
(B)(4). The device was received for evaluation. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye. A hole/cut in the patient line tubing (approximately 41 ½ inches from the patient connector) was identified. Functional testing was performed which included leak testing, clear passage testing, and clamp function testing; a leak was observed from the hole in the patient line. The reported problem was verified during visual and functional testing. An assignable cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice automated pd set with cassette had a broken line. This event occurred during fill one of five while the patient was connected. The technical service representative (tsr) had the patient close all the clamps and cycle power on the homechoice. The tsr advised the patient to start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.